Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during removal of the subject balloon from the patient after thrombectomy, the balloon section got caught in a tip of a femoral sheath and after it was removed from the patient and the balloon section was noted to be completely torn. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information from the complaint indicated that the device was confirmed to be in good condition prior to use, flush was intermittent, and the patient's anatomy was severely tortuous. Based on the information provided, it appears that the balloon became damaged as it was withdrawn from the introducer sheath, possibly getting caught on the tip of the sheath. Per the device dfu, "withdrawing balloon through introducer sheath may damage balloon. Do not use catheter again after withdrawing balloon through introducer sheath." Since the dfu specifically cautions against withdrawing the balloon through the introducer sheath, the cause of the reported event was determined to be use error.

Event description:
It was reported that during removal of the subject balloon from the patient after thrombectomy, the balloon section got caught in a tip of a femoral sheath and after it was removed from the patient and the balloon section was noted to be completely torn. There were no clinical consequences reported to the patient.